Manufacturer narrative:
E1 zip code extension was added as it was omitted from the initial report that was submitted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of bleed was not determined due to insufficient clinical details and no product was returned.

Event description:
Clinical narrative: an impella cp was inserted via the 14fr sheath to support the 58 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. The underlying medical history was not shared. The team observed an ooze at the 14fr sheath and so the team peeled away the 14fr and advanced the repositioning sheath of the cp pump. The bleed was seen from around the sheath. The bleed continued even after the repositioning sheath was advanced. The physician tried to utilize the prior placed perclose but, this did not resolve the bleed. The pump was explanted and team tightened the perclose suture and observed one of the sutures had failed, and so they placed an arterial sheath and one remaining perclose to achieve hemostasis. These methods were successful. The patient survived the bleeding. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. There was no further interventions, there was no need for blood products. With explant there was no product malfunction caused injury/vessel damage observed by the medical team.

Manufacturer narrative:
This is one of two reports this report is for the pump and 1220648-2026-06447 report is for the introducer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.